Event description:
Nellcor puritan bennett received a call from a rep of facility on 05/27/1999. Facility called to report the following problem: all leds on with constant single tone alarm. No volume delivered. No pt harm.